Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon removal difficulties were encountered. The lesion being treated was a non-calcified, 90% stenotic lesion in the radial vein which demonstrated average tortuosity. After the guidewire crossed the lesion, the physician inserted the balloon. When he advanced the balloon, it became stuck in the lesion. The balloon was never inflated. The balloon and guidewire become stuck together during the balloon removal attempts. The balloon and guidewire were removed together as a unit through the sheath. The procedure was successfully completed with another balloon of the same type. It was reported that there were no injuries or complications for the patient. Patient status is reported as "good." This product is approved ous only, but is similar to a device marketed in the us.

Manufacturer narrative:
.